Event description:
The customer reported that she experienced high blood glucose levels during a non-diabetes-related hospitalization. The customer stated that she was hospitalized due to high dose chemo therapy and a bone marrow transplant. The customer also stated that her infusion set was changed the same day as the event. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.